Event description:
A consumer reported that during a procedure, a pt experienced a corneal burn which required the wound to be sutured. The surgeon indicated that the occlusion bell started to ring as entry was made. He noted that there was no irrigation or reflux and air was in the line. The system was reprimed and the case was completed without further incident. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) - (air leak). (B)(4).